Event description:
It was reported that after a da vinci-assisted colostomy closure surgical procedure, arm 3 was turning yellow during stowing. The customer called the technical service engineer (tse) after the procedure was converted to an open surgery. The customer stated that she attempted to press the button, but when attempting to stow again the arm turned yellow. The tse asked if the arm was close to the column and the customer confirmed that it was. The tse recommended to deploy and stow again. The customer performed the recommended troubleshooting and stated that the patient side cart (psc) stowing was successful with no other issues. The tse also informed the customer that if they want to bring in the arms closer, to press the port clutch button and adjust. Additionally, the tse asked the customer if deciding to convert to open was a system issue or patient related, and the customer stated that the conversion was due to patient related issues. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the robotics coordinator (roco), the patient went into the procedure already being very sick. The surgeon attempted to operate robotically but the patient condition required for the surgery to be converted to open. The roco was unable to provide additional details regarding the patient's condition. The roco noted that the davinci system did not contribute to the conversion, and during the procedure the robot functioned properly. The reported issue of the arm turning yellow during stowing occurred at the end of the procedure. There were no system issues during the procedure, and the conversion was due to the patient already being sick. The roco was unsure how the patient tolerated the open procedure or if the patient experienced post-operative complications.

Manufacturer narrative:
Based on the claim against the product by the customer noting that arm 3 turned yellow when stowing, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer confirmed with the technical service engineer (tse) that the arm was close to the column. The tse advised the customer to deploy and stow again, and after performing the recommended troubleshooting, the patient side cart (psc) stowing was successful with no other issues. The tse additionally asked the customer if the conversion to open was due to system issues or patient related, and the customer stated that the conversion was due to patient related issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by deploying and stowing the arm again. This event is being reported based on the following conclusion: the customer converted the minimally invasive robotic procedure to an open surgery after the start of the procedure due to patient-related issues.